Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced congestive heart failure (chf) with pulmonary edema and bilateral effusions. Two days after a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced chf with pulmonary edema and bilateral effusions. The patient was hospitalized but it is unknown if any medical intervention was performed. The current condition of the patient is unknown.